Event description:
Memory is full and if you download/store and delete you have the same failure 2 weeks later. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2010. The random nature of the events stored in the memory and the 10-minute timeouts, would suggest the device was switching on automatically. These multiple manual power ons would have resulted in the device memory initially becoming full on the (B)(6) 2019. Due to the significant quantity of 10-minute timeouts, the device memory would have continued to become full after being erased, as per the reported fault. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Memory is full and if you download / store and delete you have the same failure 2 weeks later. There was no patient involved in this event.